Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided b3: date of event unknown / not provided.

Event description:
The implant was placed in 2015, and restored. Since then, patient did not have problems. However, the implant broke off in 2023. Since the collar part of implant was fractured, the implant was removed. Tooth #4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) xifoss413, (osseotite® certain® 2 implant 4 x 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. Fracture identified across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2013020532. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2013020532 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿. The customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: "warnings" "contraindications" "precautions". Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root cause determined from the investigation is patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.